Event description:
Sales rep reported on (B)(6) 2026 that during a routine post-op appointment, a surgeon found a broken mtpr-7 through x-rays. It was reported that the patient is not experiencing any pain so the surgeon has opted to leave the device insitu and plans to see the patient back in 6 months. As of (B)(6) 2026 it is unknown if leaving the device implanted will cause the patient any additional harm, there is no patient information and there is no knowledge if the patient has followed all post-op instructions. As of (B)(6) 2026 the device remains implanted.